Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels from 400 mg/dl to an unknown elevated level; cause was unknown. Bg was addressed via a correction bolus, and site changes. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, and a different issue was identified.